Event description:
The complainant has reported that a male pt underwent a therapeutic egd procedure to perform hemostasis with in the stomach. The resolution clip device detached from the catheter prio rto the intended deployment. The procedure was successfully completed with another of the same devices. The pt did not sustain any complications or ill effect as a result of the clip misfire. The pt condition is noted to be satisfactory and good.